Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies and an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient's husband gave the patient some juice when the cgm was reading 55mg/dl. Afterwards they checked the readings through a blood glucose meter and the meter showed 392mg/dl. After that reading, the patient's husband gave the patient insulin. At the time of contact, the patient was in good condition. No additional event or patient information was provided.